Event description:
It was reported that the trach tube's balloon would not inflate. Additional information received via return call on (B)(6) 2022: issue was discovered during pre-test. No patient involvement or adverse affects.

Manufacturer narrative:
The complaint sample was returned for evaluation. Visual inspection device by the unaided eye did not reveal any defects. Using a syringe, 5ml of air was inserted through the valve. The cuff partially inflated. The instruction for use, states under set up and use to attach a syringe to the pilot balloon and slowly test inflate the cuff with 5ml of sterile water for pediatrics cuffs and 10ml of sterile water for adult cuffs. If the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft. Following the IFU, the cuff inflated. The reported problem was not confirmed. No corrective actions are planned at this time. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record.